Event description:
User facility reports the following: rn inserted introcan to draw blood and it inserted fine, upon removing the stylet, the needle tip was exposed and it brushed against nurse's opposite hand causing a needle stick injury. Per nurse, the clip was not over the tip of the needle. The specimen was discarded.